Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that unstable angina occurred. In (B)(6) 2014, the patient was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion #1 was located in the proximal left anterior descending artery (cass site # 12) with 100% stenosis and was 25 mm long, with a reference vessel diameter of 3.0 mm. The target lesion #1 was treated with pre-dilatation and placement of a 3.00 mm x 28 mm promus element plus stent with residual stenosis of 0%. Nine days after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2018, post index procedure, the patient was diagnosed with unstable angina pectoris and was hospitalized on the same day. No other action was taken to treat the event. Eight days later, the event was considered to be recovered/resolved and the patient was discharged.